Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the lifevest garment irritated the patient's back. The patient's doctor applied cortisone cream to the irritation. During a follow-up the patient reported that the irritation had improved.